Event description:
It was reported that lead was implanted with good impedance and thresholds with analyzer. The device was attached and the lead pulled back, which resulted in thresholds greater than 4v. The lead was attempted to be re-positioned, but the helix would not extend. The lead was removed and replaced. The lead helix was discovered to have tissue stuck in the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed no anomalies were found. The lead was received with the helix full retracted and blood and tissue on it. Blood/body fluid was present on the distal conductor and in/on the helix mechanism.